Event description:
It was reported that (6) devices were used during a laparoscopic gallbladder. It was reported by the affiliate that the 512st gaskets were torn. There was no consequence to the patient.